Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # product ID# (B)(4). The device was returned and analyzed and analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with an implantable cardiac defibrillator (ICD) was deceased and according to the hospital pathologist the death was due to a device malfunction. The patient died approximately nine years after the implant of the ICD system. No further information is available.